Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed per manufacturer's specifications at the time of service. (B)(4).

Event description:
Covidien received information from the USA stating that an 840 ventilator had an erratic graphic user interface (gui) display on the upper display. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event is unknown.